Manufacturer narrative:
Correction to h6 based on additional information received. No product was returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) for the sapien 3 ultra valves (all sizes) was performed. Prior closed complaints were reviewed for similar events and root cause identification. There were no complaints identified as potentially similar events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for increased gradients due to patient prosthesis mismatch was confirmed by medical records. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. Review of IFU/training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'a 23 mm sapien 3 ultra valve was implanted in a failed 25mm mitroflow valve via tf approach. An echocardiogram on post-operative day (pod) 1 showed subsequent recoil with aortic valve elevated mean gradient of 39 mmhg. The valve was interrogated with echo and not found to have thrombosis, and the decision was made to attempt to post dilate the valve. After the procedure, the high gradient was not resolved and it was determined to place a second valve, a 26 mm sapien 3 ultra was implanted and post dilated with a high-pressure balloon. The final gradient was 11mmhg'. In this case, the valve size was changed from 23mm to 26mm, and the gradient was decreased. Per the IFU, 'for a failing stentless bioprosthesis, consider sizing recommendations for a native annulus. The dimensions of the failed bioprosthesis should be determined so that the appropriate thv size can be implanted; and is best determined by using computed tomography, magnetic resonance imaging, and/or transesophageal echocardiography. Note: exact volume required to deploy the thv may vary depending on the bioprosthesis inner diameter. Factors such as calcification and pannus tissue growth may not be accurately visualized in imaging and may reduce the effective inner diameter of the failing bioprosthesis to a size smaller than the 'true ID'. These factors should be considered and assessed in order to determine the most appropriate thv size to achieve nominal thv deployment and sufficient anchoring.' As such, available information suggests that procedural factors (valve size selection) may have contributed to the high residual gradient post deployment. However, a definitive root cause was unable to be determined at this time. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic insufficiency. In this case, per the medical records, on pod1 the thv was post-dilated in an attempt to fracture the surgical valve, resulting in central leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This individual report provides data received from the thv/tvt registry. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact conduction defect necessitating a ppm cannot be confirmed. It is possible the mechanisms of the tavr procedure described above caused or contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Investigation is still ongoing.

Event description:
Per medical records review, the patient underwent a transfemoral valve-in-valve (viv) tavr procedure with a 23mm sapien 3 ultra valve in a 25mm non-edwards surgical valve. The valve was implanted with an extra 1 cc of volume added to the delivery system nominal volume. The valve was well placed, however, there appeared to be some mild constraining of the stent and it was the valve. Post dilation was performed with a 23 true balloon without success of fracturing the surgical valve. A follow up tee showed very good results with no aortic regurgitation noted with an aortic valve mean gradient of 8mmhg and an aortic valve area (v,d) of 0.6 cm2. The patient tolerated the procedure well, but post tavr the patient experienced an intermittent complete heart block requiring temporary pacing and a dual chamber pacemaker was implanted later that day. An echocardiogram on post-operative day (pod) 1 showed subsequent recoil with aortic valve elevated mean gradient of 39 mmhg and aortic valve area (v,d) of 1.1 cm2. The patient was taken back to the cath lab for balloon aortic valvuloplasty (bav) with a 25mm true balloon. The bav resulted in central leak and a 26mm sapien 3 ultra valve was implanted. Post procedure there was a residual mean gradient of 14mmhg with no paravalvular leak. The patient was discharged home in stable condition on pod-4.